Event description:
Stem inserter tip broke off intraoperatively.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding fracture involving an specialty accolade stem inserter was reported. The event was not confirmed. Device evaluation and results: not performed as no devices were returned. Medical records not performed as no medical intervention and no adverse consequences were reported. Device history review: there were no reported discrepancies regarding the referenced lot. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because the device was returned for evaluation.

Event description:
Stem inserter tip broke off intraoperatively.